Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Police visited a medtronic office on friday, (B)(6) 2021 for support in the investigation of a customer's death. Customer was using a non-medtronic continuous glucose monitoring system and the blood glucose meter was not assigned to the pump. Assistance was provided by supplying a carelink personal report on (B)(6) 2021. The insulin pump was returned for analysis and the case was reported on the basis of failure analysis findings.